Event description:
The physician was attempting to close an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the procedure with the following findings: size of the vessel was estimated as being "greater than 5mm," the condition of the vessel was "normal" and the site was confirmed to be in the common femoral artery (cfa). Reportedly, the pt was obese and noted to have scar tissue present at the site of the groin. The device was inserted and deployed; however, upon removal the physician met resistance and the "device snapped." Fluoroscopy was performed and the device was noted to be "broke in the middle of the foot plate." A contra-lateral approach was used in order to snare the broken piece of device. The device was removed from the pt in its entirety. Closure was achieved with manual compression and the pt's hospitalization was not extended as a result of this event.